Event description:
It was reported that during the implant procedure the physician had difficulty placing the left ventricular (lv) lead. Once placed the lead became dislodged while slitting the sheath, and the lead loss capture. The lead remained in place until five days later when the lead was removed and replaced with a epicardial left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead returned with distal tip (approximately .3cm) appears torn-off, and not returned. Visual summary analysis of the lead indicated apparent explant damage. It was noted there is only one set of setscrew marks on the is-1 pin and it is too proximal - lead was not fully inserted into the device.